Manufacturer narrative:
Corrected information has been provided in d1 brand name. Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow was most likely use related as a result of the patient's condition. Based on the clinical details provided that the physician was unable to properly reposition the pump due to the patient's anatomy at the time of suction alarms. The cause of the inability to position the pump was most likely patient condition related. Based on the clinical details provided that the patient had difficult anatomy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 79 year old female with acute myocardial infarction and cardiogenic shock, whose pre support clinical state was consistent with scai shock stage d, underwent impella cp support via left femoral arterial access. Shortly after implantation, the patient experienced persistent suction alarms consistent with a positioning issue, as evidenced by the lv placement signal. Imaging confirmed a significant change in pump orientation. The physician was unable to return the device to the previous position despite multiple attempts. Per the implanting physician, the patient¿s anatomy¿specifically a nearly horizontal aortic root¿prevented the pump from achieving an appropriate position. Repositioning attempts did not resolve the issue, and the pump was ultimately removed. A second pump was subsequently implanted but also required removal within one hour. The reported positioning difficulty and persistent suction alarms were likely related to the patient¿s anatomical abnormality, specifically a nearly horizontal aortic root, which prevented proper pump orientation and function. Repositioning attempts were unsuccessful, leading to device removal. No device malfunction could be confirmed based on available information. The patient survived at the time of explant, and no harm was reported. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.